Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead and right atrial (ra) lead dislodged after patient was "overly achieve". The rv and ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1 ipg, implanted: (B)(6) 2015. (B)(4).